Event description:
During an acl (anterior cruciate ligament) reconstruction of the right knee, it was reported that the top half of head of the drill sheared off when commencing drilling during surgery. Prior to drilling, a pilot hole was created using a chondral pick and the passing pin was tapped several millimeters into the bone using a small mallet and immediately the drill head sheared. Bone quality was normal. An hour was added to the operation as the piece was attempted to be removed from the bone however, the piece was not removed from the patient and per x-ray, had migrated to the lateral posterior soft tissues of the knee. The piece left behind was the top half of the drill shaped tip of the passing pin (unsure of exact dimensions).

Manufacturer narrative:
Although anticipated, the device has not been received by the manufacturer for analysis. (B)(4).

Manufacturer narrative:
One 2.4mm drill tipped passing pin was returned for evaluation. Visual examination of the drill confirmed the reported complaint that the top half of head of the drill sheared off. The remaining portion of the passing pin is bent/bowed. As reported the surgeon tapped the passing pin into the bone, this method of use is not recommended per the devices IFU. No further investigation is warranted at this time. (B)(4).